Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a separation between the main body and twist clamp. The occluder legs beneath the twist clamp were intact. The reported separation was verified. The cause of the separation could not be determined. Due to photo only evaluation, the sample analysis was unable to confirm nor refute the report of leak. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A4: weight: current weight, 103.2 kg (dry), 105.2 kg (wet). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body of a minicap transfer set separated from the white twist clamp (sleeve) and a leak was noted. This occurred when the patient was disconnecting from the lines during peritoneal dialysis therapy. The nurse instructed the patient to clamp the catheter between the titanium joint and the skin so no fluid could move through catheter. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however, prophylactic antibiotics were administered to the patient. No additional information is available.